Event description:
Pt using pic line for IV antibiotics for treatment of klebsiella and staph secondary to acinctomycosis infection. She has been on IV antibiotics for nearly five months and when using her latest batch of heparin flushes, she had syncope and was unresponsive with elevated blood pressure immediately after flushing. The onset was so rapid that the pt had the heparin flush still in her hand when she apparently lost consciousness, and was found by her spouse on two consecutive occasions. The pt regained responsiveness after about 15 to 20 minutes with elevated bp and confusion. Pt was completely back to normal approximately 30 minutes after event. The second event resulted in a call to 911 and emt response. Dose: 5 ml. Frequency: after IV. Route: IV bolus. Date of use: 2009. Diagnosis: flush pic line. Event abated after use stopped: yes.